Event description:
It was reported that the patient was experiencing pain at the ipg pocket site despite a reprogramming done. The patient underwent an explant procedure wherein all device components were explanted and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: (B)(4).